Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The logs confirm low pump flow and show suction alarms and impella position in ventricle alarms after the pump was started. The cause of the low pump flow was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported lower than expected flows during use of the device. The pump was explanted due to persistent low flows. A second impella was placed with optimal flows achieved.